Manufacturer narrative:
Additional information was received indicating that the event occurred during a routine preventive maintenance testing and no patient was involved in the event.

Manufacturer narrative:
One smiths medical cadd legacy plus pump was returned for analysis with a cracked housing. During analysis, a cassette was attached to the device and ran with no issues. The reported problem regarding "no disposable" alarms could not be duplicated. Service will recalibrate the upstream sensor and replace downstream sensor as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited a no disposable alarm. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.